Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery jumped from 20-30% down to 5%. The battery was later charged to 40% and after disconnecting the pump form power source, the battery gauge jumped up to 90%. The customer's blood glucose level was 147 (mg/dl) at the time of the event. Review of the pump data logs by tandem technical support confirmed the battery drop. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.